Event description:
Physician reports that one of her patients reported a pregnancy 12 months following essure micro-insert implantation. Because it was an ectopic pregnancy, the pregnancy was terminated. A review of the 3-month hsg films shows that the left device was not satisfactorily placed according to the essure confirmation test instructions.

Manufacturer narrative:
(B)(4).